Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the fuse in the mobile view station (mvs) cabinet blew. The mvs fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system would power off during transit. It was noted there was an increasingly short amount of time that the power cord could be unplugged before the system would power off. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.